Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant a left ventricular (lv) lead the coronary sinus (cs) was clipped surgically. As a result, the lv lead was implanted in the right ventricle outflow tract (rvot) instead. No additional intervention was reported. The patient condition was unknown.